Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed fault 16 (timeout moving to take-up position) was confirmed based on the review of the archive data and during functional testing. The root cause for the observed fault was the malfunctioning drive train motor, likely attributed to a failed component. The secondary reported complaint of the autopulse platform displayed user advisory (ua)19 (max applied load exceeded) was not confirmed during the functional testing and archive data review. Based on archive data review, fault 16 messages were observed, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault 16, thus, confirming the reported complaint. The drivetrain was replaced to remedy the issue. A brake gap inspection was performed, verifying that the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. Zoll is awaiting the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
During the patient call, the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) and the user advisory (ua) 19 (max applied load exceeded) at the first compression. The platform was restarted without any success. Manual CPR was performed and return of spontaneous circulation (rosc) was achieved. No consequences or impact to patient. Back at the station, the crew replaced the lifeband; however, it could not be retracted by the platform.